Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed. However, a secondary issue was noted when he returned test strips were found to have scratched electrodes, with no assignable cause. On 04/05/2016, the reporter contacted lifescan (B)(4), alleging an inaccurate high result of "314 mg/dl" on the subject meter compared to "265 mg/dl" on a freestyle meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient did not experience any symptoms or seek any medical attention because of the reported issue. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.